Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was bought in for a defibrillation threshold due to low r-wave sensing amplitude and high threshold. Induction tests were unsuccessful and the defibrillation threshold was abandoned. It was recommended to replace the lead. No further procedure was proceeded. The patient condition is currently fine.